Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was inadequate gel barrier separation of sample in three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was inadequate gel barrier separation of sample in three devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which showed poor barrier separation. A total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.